Event description:
It was reported that during a short trochanteric fixation nail procedure, when putting the aiming arm onto the insertion handle the plastic nut broke. The plastic nut did not break in the patient and all parts were retrieved. Another device was used to successfully complete the procedure. There was no patient harm. The complaint event resulted in a 5 to 10 minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and revealed there were no issues during the manufacture of the product that would contribute to the complaint condition. A product development evaluation was performed for the subject device. The aiming arm was returned with the knob of the thumb screw detached from the remainder of the thumb screw as the dowel pin which connects these two pieces broke about the shaft and knob interface, the remainder of the aiming arm shows signs of repeated use as evidenced by the wear marks on the surface. The insertion handle and the 130° aiming arm are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. One insertion handle (part# 357.411, lot# 7008454, mfg apr2013) and one 130° aiming arm (part# 357.366, lot# 5104485, mfg oct2005) were returned with the complaint that ¿during a short trochanteric fixation nail procedure, when putting the aiming arm onto the insertion handle the plastic nut broke.¿ these devices were returned attached, as the thumb screw broke while the devices were being connected. The drawings for the 130° aiming arm were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. This complaint is confirmed. This complaint likely occurred as a result of repeated excess force on the thumb screw while being tightened to ensure a secure connection. The design of this device is adequate for its intended use and did not contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.